Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jun2020.

Event description:
The customer reported a ventilator in which the nav-ring was not working. There was no patient involvement or harm.

Manufacturer narrative:
G4: 24sep2020. B4: 30sep2020. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the front bezel to address and correct this reported event. The front bezel assembly was returned to the manufacturer's failure investigation lab for evaluation. The determination could be made that the device failed to meet specifications, the navigation-ring failures was determined to be due to liquid ingress.the device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.